Event description:
Caller reported a malfunction on the pump, noting that the screen had gone dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer's wife reset the pump, resolving the issue, and the customer was able to resume insulin successfully. Technical support instructed the customer to call back if the malfunction code recurred, which the customer acknowledged and understood.